Event description:
Reporter alleged obtaining a reading of 179 mg/dl on the compact plus system from the customer while the customer was passed out. Reporter stated she called the paramedics and within 10-15 minutes, they obtained a reading of 29 mg/dl on their meter. Reporter stated they treated the customer with a dextrose shot and took him to the hosp. It was reported that the hosp gave him food and released him within a few hours. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.